Manufacturer narrative:
Updated: d8, h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported broken scope/damaged components issue could not be determined, as no additional event information was provided by the customer, however, the investigation noted various damaged optical components and imaging issues, that were likely the result of a fall/impact stress due to user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the telescope had broken, damaged, or defective components. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.